Manufacturer narrative:
Field b3: exact date unknown, approximated based after initial implant and programming. Additional suspect medical device components involved in the event: product family: dbs-linear leads upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7100558, UDI: (B)(4). Product family: dbs-linear leads upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7119721, UDI: (B)(4).

Event description:
It was reported that the patient with deep brain stimulation (dbs) exhibited an inadequate therapeutic response for tremor and rigidity. Multiple reprogramming attempts were unsuccessful. It was noted there was no lead migration nor device malfunction only that the dbs system was deemed ineffective per the physician's assessment. The patient underwent a procedure wherein the dbs devices were removed. Analysis of the devices was not performed as they were disposed by the facility. The patient did well post-operatively.